Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer required medical intervention by emergency medical services due to low blood glucose levels. The blood glucose reading was in the 30 mg/dl range. The customer stated that he had gone bowling and did not have his glucometer with him, so he treated a sensor glucose reading of 237 mg/dl with a bolus. He stated that the exercise and over-bolus caught up to him, leading to the low blood glucose event. Emergency medical technicians were called on site. Nothing further reported.